Manufacturer narrative:
The device has not been made available for evaluation. Should the device become available, or further information be provided, a follow-up report will then be issued.

Event description:
Provider alleges forks came off of unit and unit allegedly tipped over with consumer in it.